Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip. Unit passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime, compromised force sensor system test, rewind test and excessive no delivery test. Unit received with normal operating currents. No failed battery alarm noted. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. No excessive no delivery alarm noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had issues with down arrow button. Customer's blood glucose level was not reported. The device was not returned.